Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited high pacing impedance. The cause was an insulation anomaly on the atrial lead. The atrial lead was capped and replaced on 29 jun 2023. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.